Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by defective electrical current or water intrusion in the cable unit. The following statements included in the instructions for use can prevent the event: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the sales representative stated it was believed the camera head was being used for the first time. A return material authorization was issued so the customer could return the defective product. At the olympus service center, the customer¿s issue was confirmed. The noisy and distorted image was due to a shortage in the cable. There was a cut in the cable. Additionally, there was moisture in the charge-coupled device which caused a cloudy image. The leak test failed due to the cut in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, there was noise on the screen of the display monitor when the camera head was connected to the video system center. There was color and image distortion. The issue occurred during preparation for use for a procedure. No patient harm reported. During the evaluation of the device, it was noted there was a break/shortage in the cable. No patient harm reported. This report is to capture the reportable malfunction of a cable break/shortage noted at estimation.